Event description:
An implant card was received for a vns patient's generator revision surgery that occurred due to generator end of service. On the implant card, lead impedance was marked "high." Followup with the patient's treating physician revealed that the patient has high lead impedance readings for a while. However, as the patient has not experienced any problems and is receiving efficacy from vns therapy, there are no plans to revise the patient's lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.